Event description:
During operating room procedure, the midas foot pedal made a loud noise. Upon further inspection of the unit, it was noted that the foot cord tore away from the inner cords. The unit was immediately taken out of service and a new unit was used to complete surgery. No harm to patient. Biomed was notified and the device was sent back to the manufacturer. Device: medtronic midas rex mr8. Model number: pm 800. Sn: [redacted number].